Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient went to the emergency room after receiving multiple inappropriate shocks due to noise on the rv lead. Battery has hit eri but the family does not want to do a battery change because it involves extracting the lead. Patient is in hospice. Device is turned off. Device remains implanted.